Event description:
Pt was cannulated with a fistula needle which was missing the protective sterility cap. This facility removes each fistula from its package in the morning and assembles kits for the day's treatments. Neither the kit packager or the tech checked to see if protective sterility caps were in place. The tech did not follow labeled precaution which states "do not use if protective sterility caps are not in place". MDR is filed for estimated blood loss of 50cc. No intervention was required.